Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was not happy with visual acuity. The physician has performed yag (yttrium aluminium garnet) procedure, unable to do refraction to get visual acuity better. Several macular optical coherence tomography (oct) have been done. Have treated dry eye syndrome (des) and the surface. Additional information has been requested.